Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture on the base a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -due to a failure in ap board, the image is interrupted. -circuit board defected, therefore no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had no image displayed with the 160 and 180 endoscopes, or with the patient board. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.